Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an urgent care visit due to high blood glucose readings of 318 mg/dl and hyperglycemia. Customer stated that their high blood glucose readings would not come down despite giving themselves 26 units of insulin. Customer reported symptoms of ketoacidosis, frequent urination, thirst and had a bad taste in the mouth. Customer was treated with two bags of IV and insulin. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 161 mg/dl. No further information reported.